Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to unspecified reasons. A new artificial urinary sphincter 4.0 cm cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the cuff was removed and replaced as it was loose and the patient experienced incontinence. The patient outcome was reported as successful.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to unspecified reasons. A new artificial urinary sphincter 4.0 cm cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.